Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0224q, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that after implant, the patient had to cycle through the programs to find a program that worked for them. The patient noted that the stimulation was working fine. In (B)(6) 2014, the patient began to get a shocking or jolting sensation and stated the shocking was not bad at first. The shocking was going up and down the patient¿s spine and also down their right leg. The patient noted that the shocking was getting increasingly worse and their doctor told them it was not related to the device therapy. In (B)(6) 2014, the patient¿s pain was so bad that they didn¿t remember any of (B)(6). The patient stated that due to the pain they couldn¿t function, they weren¿t able to live alone and they were in and out of hospitals due to the pain. The patient noted that they were admitted to all the hospitals due to the pain from the shocking. In (B)(6) 2014, the patient¿s programmer was not able to connect to their implantable neurostimulator (ins) any longer and this continued into march. The patient¿s healthcare provider was also having a difficult time connecting the implantable neurostimulator (ins) with the programmer. The patient stated their healthcare provider gave them the option of leaving in the stimulation system that was causing the shocking or having it removed. The patient¿s device was explanted sometime around (B)(6) 2014. The patient wanted to speak to someone at the time of report about getting another implant in. If additional information is received, a follow-up report will be sent.